Manufacturer narrative:
Date rec'd by MFR: 17oct2019. Per the information received, the customer has decided to have the unit repaired at a future time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported the graphic user interface failed while performing the 12.5k periodic maintenance. There was no patient involvement.